Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal was deployed in right common femoral artery for arterial closure. Post procedure a surgical thrombectomy was required to remove the angio-seal device at (B)(6) regional medical center on (B)(6) 2019. Additional information was received on (B)(6) 2019. The procedure for the patient prior to the deployment of the angio-seal device was a percutaneous intervention. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. The device and deployment functioned properly. Concomitant devices were a .035 wire. Hemostasis was achieved with the angio-seal followed by manual compression for 5 minutes. Additional information received on (B)(6) 2019. The puncture site was not at or below the level of the common femoral artery bifurcation. There was no disease or dissection present in the access site artery. Angiogram testing was performed to diagnose the occlusion/thrombosis and distal pulses were present. A surgical thrombectomy was performed to treat the occlusion. The occlusion that was removed was the deployed angio-seal device including the plate and collagen plug.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.